Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine. The home patient (hp) stated that a bag fell and came un-spiked. The technical service representative (tsr) suggested getting in touch with the on-call dialysis nurse to decide how to continue therapy. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) nurse on (B)(6) 2010. There was no patient injury or medical intervention associated with this incident. No further detail could be provided. The pd nurse verified the patient knows the proper procedures regarding therapy. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) nurse on (B)(6) 2010. There was no patient injury or medical intervention associated with this incident. No further detail could be provided. The pd nurse verified the patient knows the proper procedures regarding therapy. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).